Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type I bone) in lower anterior. The clinician states probable result of excess torque was using roughly 40-50 ncm at time of separation. The clinician reports that he has put the implant to sleep. The coronal portion of the implant was removed on (B)(6) 2012 due to fracture. Medical history: no significant findings.